Manufacturer narrative:
(H3,h6): field service engineer(fse) arrived onsite but could not replicate issue. Fse found system functioning as designed. Fse found root cause to be user error where the table was pressing upon the bottom gantry cover which did not allow the rotor to spin. Also found the rad tech were not pressing buttons hard enough. System functioning as designed. B01,c19,d11 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would not open and they had to manually open it. The site had to manually open the gantry three times. There was no patient involvement.